Event description:
Boston scientific received information that during routine pre-discharge follow-up, this right atrial lead did not deliver pacing when required. Additionally, the pacing rate was not as expected. Subsequently, this lead was confirmed to have dislodged through x-ray. The patient underwent a revision procedure and the lead was repositioned successfully. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.